Event description:
Additional information received reported that the patient believed the battery was at end-of-life. It was noted that the physician had yet to physically see the patient to determine if anything was wrong with the implant.

Event description:
Additional information. The health care professional stated the cause of the event was battery depletion, and the battery was replaced. It was noted the impedances were normal at the time of implant. The patient had 2 systems implanted at the time of the complaint, but it was unclear which system the event pertained to. As a result a report was filed on both. See MFR report # 3004209178-2012-01811 for the other report.

Event description:
Additional information received reported that the patient's devices were explanted due to 'high outputs.' It was stated the right implantable neurostimulator (ins) read impedances of 1142 ohms while the left ins read impedances of 472 ohms.

Event description:
Additional information received reported that the patient had no concerns with her device or therapy. The manufacturer's device registry showed that both of the patient's neurostimulators were explanted and replaced with a dual channel neurostimulator.

Event description:
It was reported that an early replacement indicator (eri) message started to occur on 2011 (B)(6). The eri signals an 8 week window before stimulation ceases. The patient was told that the new model would last 10-12% longer than previous model. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 37642, serial # (B)(4), implanted: na, explanted: na. Extension: model 7495, serial # (B)(4), implanted: 1998 (B)(6), explanted: unk. Lead: model 3387, lot # l56799, implanted: 1998 (B)(6), explanted: unk.